Event description:
It was reported the patient's ipg is nearing end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information received indicates the ipg was explanted and replaced. Stimulation was restored.